Event description:
The only info available at this time is the customer's report that "the pump unit infused to fast." No pt harm or medical intervention was reported. Although requested, no additional info was provided,

Manufacturer narrative:
Manufacturer's report date: 01/20/2015. (B)(4). Code: devices not received, lot review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.